Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate after loading a cartridge with insulin. After reloading a new cartridge, customer received an accurate fill estimate. The customers blood glucose (bg) levels were 313 mg/dl. The customer took a correction bolus to address high bgs.